Manufacturer narrative:
No phaco tip sample was returned for evaluation for the report of fluctuation in the eye with the different phaco tip being used than normal; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Because a phaco tip sample was not returned by the customer and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no phaco tip sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the doctor usually uses a 45 degree tip; however, he encountered fluctuations (surges) in the eye and realized that a 30 degree tip was being used. Due to the aspiration which build the vacuum with an occlusion as result, the occlusion break is more rapid and more aggressive. The doctor switched back to the 45 degree and the problem solved with no patient harm. No sample available.